Event description:
It was reported that the patient exhibited neurological deficits in their left foot, difficulty walking, and numbness in their lower extremities. The device was removed and the patient is recovering at a rehabilitation center.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.